Event description:
Pt reported that the active sys generated a result of "lo" (<10 mg/dl) without having first applied blood or control solution to the test strip. Pt did not take any action based on this result. No adverse event was reported. Technical support requested the return of the suspect prod and replacement prod was shipped.